Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: a broken tip was identified. It is unknown if any components of the instrument around the tips were broken off the instrument. There was no material detached from the portion of the device that enters the patient. It is unknown if the tips were aligned. It is unknown if there were any difficulties removing the device from the cannula. There are no images available for review.